Manufacturer narrative:
The impella 2.5 was returned. The root cause of the hemolysis was unable to be determined. There were no defects noted on the returned pump with the exception of biomaterial in the purge gap. Data logs did not indicate any issues that may have contributed to the hemolysis. DHR was reviewed and found no manufacturing related issues with this lot. There are no other complaints related this failure mode in this lot.

Manufacturer narrative:
The impella 2.5 was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) male patient had impella 2.5 pump inserted in the right axillary artery for post-cardiotomy cardiogenic shock (pccs). It was reported the physician suspected hemolysis during impella support. To treat the suspected hemolysis the patient was transfused, specifics of the transfusion were not provided. The physical stated that due to impella being used in combination with extracorporeal membrane oxygenation (ECMO), it is unknown whether impella was the cause of the suspected hemolysis. No further information was provided.